Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during application of an intraosseous in the right tibial by drilling of the first corticalis there was power loss of the battery of the 3-year-old drill. After waiting approximately 30 seconds for the battery recovery, drilling was performed through the first corticalis with mild axial pressure; access works well with pressure bag. After removal of the needle in the intensive care unit, the needle showed a splintered and frayed tip, several metal particles remain in the tibia of the patient. The ez-io was used a maximum 3 times. Patient's condition when event happened included hypovolemia and no possible peripheral venous access.